Event description:
It was reported that t-wave oversensing (twos) was observed on the implantable cardiac monitor (icm) during interrogation and that changes were made to the device settings. Twos was observed on subsequent atrial fibrillation (af) episodes. It was recommended that the sensitivity on the device be adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).